Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) review of quality records.

Manufacturer narrative:
Analysis found insulation damage at 10.5cm to 10.9cm from the helix tip. The field event of low r-waves was not reproducible in the laboratory.

Event description:
It was reported that the system was explanted due to infection. Insulation abrasion was observed at explant.